Event description:
It was reported that the device and rv lead were replaced due to low r-wave amplitude. No patient complications were reported as a result of this event. It was later alleged by the attorney that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective" lead.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.